Event description:
The catheter was not communicating with the biosense computer the rep uses in order to see the catheter in the body. A new cable was used first, to which this did not fix the problem.